Event description:
In 2002 physician performed a hysterectomy on a pt with a history of a ruptured diverticulum and partial colostomy. He noted extensive adhesions at that time. Postoperatively the pt developed a small bowel obstruction. They were re-operated on to relieve the obstruction, and 300ml of gynecare intergel was instilled prior to closure. Seven days later the pt presented with peritoneal signs and they were re-operated on again. At the time of the third procedure, dr. Described the adhesions as "horrible, the worst I've ever seen." The pt required a bowel resection and diverting colostomy. They eventually recovered.